Manufacturer narrative:
On january 25, 2021, mentor became aware that patient's impacted device is a 250cc mentor memorygel breast implant, catalog number is 3542507, lot number is 39098. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 29, 2023. In addition to the right sided rupture reported initially, the patient also experienced left sided rupture. This report report relates to the right prosthesis. The ruptures were diagnosed through computed tomography. See 1645337-2024-00716 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced right sided breast pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.